Event description:
The gastrostomy tube was placed in december 2000. 2 days later the pt returned to the hospital complaining of pain. The balloon appeared to have deflated and migrated. Gastric contents were in the abdomen. The pt was taken to surgery for placement of new tube.